Event description:
After an implantation period of approx. 9 months, oversensing on the ventricular was reported. Physician observed lead damage in tricuspid valve area during explantation. Patient had previous tricuspid valve annuloplasty.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 20cm distal to the df4 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, between 55cm and 57cm distal to the df4 connector pin, the inspection revealed a rubbed through insulation. In this region, the coating of the conductor cables to the ring electrode and to the shock coil was damaged. At this position, the cables were found exposed as mentioned in the complaint description. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead was subject to severe mechanical stress in the implanted state due to constant friction against another implantable device. The available information indicates that interaction with the tricuspid valve annuloplasty ring resulted in the insulation abrasion. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.